Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. Customer was treated with insulin drip. The insulin pump stopped working. The insulin pump had no delivery alarm even after changing infusion set. The customer blood glucose level was over 500 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0870 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device was programmed and monitored for 2 days. No blank display noted. Device uploaded properly using care link. Device had minor/deep scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6), 2021, the customer was hospitalized for high blood glucoses. Customer alleged no delivery alarm and blank display anomaly. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at (B)(4) inches. The stop (idle) current and run current measurement tests are within specification. The insulin pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Please see below for the no delivery alarm listed in the history file. (B)(6) 2021 05:15:27 alarm #4 - alrm_counts_exceeded ¿ during bolus (B)(6) 2021 06:26:47 alarm #4 - alrm_counts_exceeded ¿ during basal. (B)(6) 2021 07:14:56 alarm #4 - alrm_counts_exceeded ¿ during bolus. (B)(6) 2021 07:38:48 alarm #4 - alrm_counts_exceeded ¿ during bolus. (B)(6) 2021 08:13:53 alarm #4 - alrm_counts_exceeded ¿ during bolus. (B)(6) 2021 08:27:46 alarm #4 - alrm_counts_exceeded ¿ during basal. (B)(6) 2021 08:32:13 alarm #4 - alrm_counts_exceeded ¿ during basal. The insulin pump powered up properly after the test battery was installed. The insulin pump was programmed and monitored for 2 days. No blank display noted. The following were noted during visual inspection: minor/deep scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucoses. Customer alleged no delivery alarm and blank display anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.